Event description:
The customer reported a false positive result on (B)(6)2022 with the ID now covid-19 assay using a nasal sample. Quantitative antigen testing was performed with a nasopharyngeal sample the next day and generated a negative result. The patient was reportedly symptomatic. No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
Similar product to 190-000. Investigation report: the information to enable further investigation, such as the kit's lot number, was not provided and an investigation was not able to be performed. Notwithstanding, complaints against these trend codes are monitored to identify and track any out of trend/unexpected performance at the lot and product family level. In conclusion, abbott diagnostics (B)(4) was unable to determine the exact root cause of the reported issues as no information was provided for investigation.